Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the cause of the off state was not determined, the patient weight was unknown, and the pump was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported on(B)(6) 2021 that the patient¿s pump was being replaced due to normal eos (end of service). When the pump was interrogated the pump gave service code 89 (the pump is unusable and cannot be taken out of permanent shutdown mode). Per the patient, they started ¿hearing their pump alarm one day and then it was gone¿. It was reviewed that the code meant that the pump had been interrogated and updated to the off state mode. The reporter didn¿t believe that the pump was updated and programmed to off state. Per the reporter, if someone had programmed that, he would have thought they would have planned for the pump replacement ahead of time instead of letting the pump reach eos without plans to replace. The patient had withdrawal symptoms and had gone to the ER (emergency room) on friday. As the drug information could no longer be pulled from the pump, the plan was to program the new pump based off of an old report. The issue was noted to be resolved.